Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If it is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose (bg) 521 mg/dl trace of ketones with increased urination and tiredness. Insulin injection was given to lower bg. User alleges occlusion alarms with infusion set tubing/site/cartridge. Customer support found that the instructions for use were not followed: not storing at room temperature, and over/under cycling. Cs educated patient on use of cartridge per instructions for use. No product malfunction was identified. This complaint is being reported because the patient experienced hyperglycemia related to misuse of the cartridge.

Manufacturer narrative:
Follow-up #1: device evaluation: the retained cartridge has been evaluated by product analysis on 03/13/2017 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found. .